Manufacturer narrative:
The sample was not returned for eval. Device history record review: no non-conformance's associated with lot no: 0823cs labeling review. IFU l1016/a rev .06 .08/1200/alf. Guide for nursing staff - l1017/a rev .06 .08/1200/alf. The IFU and guide for nursing staff were reviewed. The troubleshooting guide in the guide for nursing staff identifies some possible causes for port failure: failure to flush adequately, resulting in lumen obstruction. Blood clot, fibrin sheath, or particular matter obstructing the lumen. Compression or transaction of the catheter between the clavicle and the first rib "pinch-off area". Kinked catheter. Malposition of catheter tip (ie, jugular vein, outside of vein). Improper catheter length selection for pt size. Without the actual sample available for eval, unable to determine cause for failure. (B) (4).

Event description:
From user facility report (B) (4). Event desc: the port had been placed two months prior to it failing to function for unk reasons this past fall. There was no known harm to pt. Did this event involve an electrophysiology procedure or an attempted electrophysiology procedure? No. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).